Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to pancreatitis. The cause of death was cardiac arrest. The caller stated that the customer had kidney failure and congestive heart failure that may have led to the customer's passing. The customer¿s blood glucose was high at the time of hospitalization. The customer was wearing the insulin pump at the time of admission. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was given intravenous insulin to treat their high. The customer went into cardiac arrest and resuscitation was performed for over 20 minutes, and he was revived, but stayed on life support for 9 days. It is unknown if the caller will return the insulin pump for analysis. Frn-mmt-332-rsvr. Unomed set.